Manufacturer narrative:
This report is submitted on may 22, 2017. Implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with the device; however the issue could not be resolved.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.